Manufacturer narrative:
(B)(4). The gore® cardioform asd occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: device embolization. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore a 25 mm gore® cardioform septal occluder was selected to treat an atrial septal defect with a static measurement of 10 mm the defect was balloon sized and with transesophageal echocardiogram the defect measured 15 mm and with fluoroscopy 19 mm. It was reported the device prolapsed a couple of times during positioning, however, the physician was able to position, lock and release the device. It was reported during release that the retrieval cord felt tight, however, the physician was able to get it loose and release the device. A residual shunt was noted post release and during an attempt to snare the device it embolized to the pulmonary artery. A goose neck snare and 12 fr sheath were used to successfully retrieve the device. A 15 mm abbott device was successfully implanted. The patient was reported to be doing well.